Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation primary with saline mentor smooth round moderate profile 275cc and experienced deflation on the right breast implant, seroma and bilateral capsular contracture. The patient noticed deflation. As a result, the patient had undergone explantation and replacement with saline mentor smooth round high profile 420cc breast implants on (B)(6) 2019. This medwatch is for the left breast implant.